Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the healthcare provider (hcp) diagnosed the infection and did not provide additional detail. The patient¿s weight was unknown and would not be provided. The battery was discarded and would not be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain. The drug, dose, and concentration were unknown. It was reported that the patient had an infection and was told to go right to the hospital. It was unknown if the infection was related to the device. The surgeon was planning on explanting the entire drug infusion system on (B)(6) 2017 at 2pm and supplementing the patient with another form of medication to help prevent the patient from going through withdrawal. The manufacturing representative was planning on seeing the patient and confirming pump status pre-surgery on (B)(6) 2017. It was noted that the patient had a new pump management hcp as they had been "kicked out" of other clinics and were known as a problem patient. The manufacturing representative was going to confer with the patient and hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the patient who reported that the device system was explanted due to infection and was out for 6 months. A new system was implanted on (B)(6) 2017. No further complications were reported/anticipated.